Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and the catheter would not flush through. The octaray catheter was replaced, and the procedure continued. No adverse patient consequence was reported. Additional information was received. It was indicated that the issue was noted after it was used on the patient. There was blood in the flush line. No pump was used, just a pressure bag.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and the catheter would not flush through. The octaray catheter was replaced, and the procedure continued. No adverse patient consequence was reported. Additional information was received. It was indicated that the issue was noted after it was used on the patient. There was blood in the flush line. No pump was used, just a pressure bag. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no blood residues. An irrigation test was performed. The device was irrigated correctly. No obstructed holes were observed during the test. A manufacturing record evaluation was performed for the finished device 31223374l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue and biological material issues reported by the customer could not be confirmed during the product investigation. The catheter instructions for use (IFU) contain the following recommendations: prior to inserting the catheter into the body, flush the catheter with heparinized normal saline. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the irrigation luer when the catheter is in the body. A rate of 2 ml/min is recommended. If the catheter is removed from the body, flush the catheter before reinserting it. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).